Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced inaccurate fill estimates. In addition, the customer's battery was depleting faster than expected. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information regarding the reported issues.